Manufacturer narrative:
The insulin pump was received with a blank display due to a faulty component on the mother board.

Event description:
The customer called to report a blank display. Troubleshooting was performed, and the display remained blank. Nothing further was reported. The customer also reported a blood glucose reading of 259 mg/dl. Nothing further was reported.